Event description:
A malfunction was reported on the pump, with no significant events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to use a backup pump or multiple daily injections if necessary.